Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump passed functional testing. The insulin pump was received with minor scratches on liquid crystal display window, cracked case at display window corners, battery tube threads, belt clip slot and reservoir tube window corners.

Event description:
Customer called to report her pump malfunctions when filling tubing. Customer stated that the piston continues to move after she stops pressing the act button and the insulin reservoir is emptied. Customer's blood glucose reading was 90mg/dl. Nothing further reported.